Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient was noted to have bilateral breast ptosis. As a result, the patient underwent removal and replacement with an unknown mentor gel breast implant on (B)(6) 2021. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01599 for the contralateral event.